Event description:
18sept.96-for the purpose of arrest of hemorrhage at bottom pelvis due to uterine myoma, 1 sheet of product 3.5x7x0.1 cm was used. Lesion was sutured while avitene indwelling at the applied site. 25sept.96-because of right lumber pain, pt underwent uterography and uteral stenosis was confirmed. She consulted a urologiest: the pain was considered to be from foreign body granuloma (4x3 cm) formed due to remnant avitene, which successively through inflammation and adhesion developed into oppression of ureter. Lateoct.96-uteral stenosis led to uteral obstruction and hydronephrosis developed.